Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was not properly alarming for a high blood glucose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2017 with the following findings: a review of the black box showed that on (B)(6) at 22:29 the patient¿s blood glucose value rose above the continuous glucose monitoring high threshold of 160 mg/dl. The pump displayed a continuous glucose monitoring high warning, sounded the continuous glucose monitoring high alert sound of vibrate old, and logged the warning. The continuous glucose monitoring high warning snooze time was disabled. At 22:40 the same day a 10.3 unit bolus was performed and a low cartridge warning occurred immediately after. At 22:43 on the same day a rewind, load, and prime operation was performed, and a blood glucose calibration was performed with a calibration value of 193. A 15 unit bolus was performed at 07:30 am on 4/25, and 08:24 the pump displayed a continuous glucose monitoring high warning, sounded the continuous glucose monitoring high alert of vibrate only, and logged the warning. The audio tone issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.